Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected: evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed.

Event description:
It was reported that the lead was kinked during the implant attempt so the physician decided to implant a different lead. No patient complications have been reported as a result of this event.